Manufacturer narrative:
Film evaluation results are: the exact cause and source of the endoleak seen 2 ¿days post-implant could not be determined from the films provided. However, it appears likely that there was a proximal type I endoleak due to incomplete stent graft apposition caused by implanting within the severely angulated (off label) proximal neck. It is also possible that a type ii endoleak from multiple lumbar arteries may be an additional source of the contrast seen within the aaa. Films during implant when the type IV endoleak was reported were not available for review. It is possible that the type IV endoleak reported during implant, caused by fabric porosity, may have been persisting at the 2-day follow-up, and a type IV endoleak also appeared to be the likely source of the endoleak seen within the left common iliac artery. Other factors such as heparin dose, outflow resistance and volume of the aneurysm sac may have also contributed to the type IV endoleaks. Eval: off-label, unapproved or contraindicated use: aortic neck angulation.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 54 mm abdominal aortic aneurysm. The proximal neck measured 21 mm in diameter to 21 mm x 17 mm in diameter, moving distally, along an 18 mm length. It was reported that, during the procedure, an angiogram revealed a type IV endoleak after the endurant ii stent graft had been implanted. The physician elected to monitor the patient and believed the endoleak would self-resolve. Two days post index procedure a CT revealed a persistent endoleak and that the persistent endoleak was likely a proximal type I endoleak. The physician elected not to intervene. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.